Event description:
Terumo virtuosaph plus endoscopic vessel harvesting system connected to olympus coagulation unit intermittently would not cut or coag with bipolar. The unit was replaced with another unit and the issue still persisted. We then opened a new handheld device. The new device worked as designed. There was no injury to the patient. FDA safety report ID# (B)(4).